Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3389-40, lot#: v004936, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: v004936, ubd: 17-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had shocking pain when he turned his neck. This issue was going on prior to the patient's new implant. The rep noticed the issue when doing pre-op impedance testing on (B)(6) 2020 and there was a short circuit on the left lead. An impedance test was run post-op and the short circuit had resolved. No further complications were reported/anticipated.